Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
T was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to a blood glucose (bg) level reading of ¿high¿ (value not provided). Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on 8/13/2024 with no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.